Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device has yet to be returned.

Event description:
It was reported that both of the patient's dual magec rods appeared to be separated; after over one year. Upon reviewing x-ray images both rods appeared to have separated at the solid section. The physician revised the rods, and implanted new magec rods without incident